Event description:
It was reported that during a mastoidectomy, the handpiece heated up. The procedure was completed using backup equipment, without causing a clinically significant delay. No patient or user injuries were reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.